Manufacturer narrative:
The autopulse lithium ion battery (sn: (B)(4)) was returned to zoll for evaluation. The customer reported complaint for the li-ion battery not holding charge was not confirmed during archive review and functional testing. The battery is working as intended for use. No physical damage was noted during visual inspection. The archive data review indicated that the battery was last charged successfully and inserted into the autopulse platform on (B)(6) 2017. No errors were recorded in the whole archive. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery was charged successfully with four green leds. The battery was also tested with a good known autopulse platform using larger resuscitation test fixture (lrtf) and the battery performed compressions for 40 minutes without errors. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (B)(4) was used on a (B)(6) female patient and the platform stopped performing compressions. Following this, the response crew removed the installed li-ion battery (B)(4) out of the platform, replaced it with another li-ion battery and restarted the platform. The patient was able to receive continuous compressions using the new battery. The length of delay exchanging batteries was not specified. No known patient consequence was reported.